Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\left side pain'), genital haemorrhage ('abnormal bleeding (general)\heavy bleeding') and vaginal haemorrhage ('spotting') in a 47-year-old female patient who had essure (batch no. 880426) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal on (B)(6) 2015, body mass index normal, clotting disorder, uterine bleeding, menorrhagia, smear site unspecified abnormal (and histology), left lower quadrant pain (rl abdominal pain alternates from left to right.) And palpitations. Concurrent conditions included uterine fibroids, ovarian cyst, uterine leiomyoma, lumbar pain, gastrooesophageal reflux disease, hypoacusis and kidney stone. Concomitant products included phenazopyridine hydrochloride (pyridium) and sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines / headaches"), blood disorder ("blood or heart disorder/condition type: illegible to reviewer,"), cardiac disorder ("blood or heart disorder/condition type: illegible to reviewer,"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea cramping"), dyspareunia ("dyspareunia painful sexual intercourse"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain lower ("right lower abdominal pain"), toothache ("jaw/teeth pain"), back pain ("lower back pain"), abdominal distension ("bloating"), pain in jaw ("jaw/teeth pain"), menorrhagia ("menorrhagia") and bundle branch block right ("bundle branch block right") and was found to have blood testosterone decreased ("hormonal changes describe: testosterone low"), weight increased ("weight gain/loss specify which one: weight gain") and heart rate irregular ("irregular heartbeat"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, anxiety and back pain had resolved and the blood testosterone decreased, migraine, blood disorder, cardiac disorder, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, abdominal pain lower, toothache, abdominal distension, pain in jaw, menorrhagia, heart rate irregular and bundle branch block right outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, blood disorder, blood testosterone decreased, bundle branch block right, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heart rate irregular, menorrhagia, migraine, nausea, pain in jaw, pelvic pain, tooth disorder, toothache, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: unilateral occlusion; on (B)(6) 2012: bilateral tubal occlusion. Lot number:880426, manufacturing date:2011/07, & expiration date:2014/07 . Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2020: extension of expected date of next report. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\left side pain'), genital haemorrhage ('abnormal bleeding (general)\heavy bleeding') and vaginal haemorrhage ('spotting') in a 47-year-old female patient who had essure (batch no. 880426) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal on (B)(6) 2015, body mass index normal, clotting disorder, uterine bleeding, menorrhagia, smear site unspecified abnormal (and histology), left lower quadrant pain (rl abdominal pain alternates from left to right.) And palpitations. Concurrent conditions included uterine fibroids, ovarian cyst, uterine leiomyoma, lumbar pain, gastrooesophageal reflux disease, hypoacusis and kidney stone. Concomitant products included phenazopyridine hydrochloride (pyridium) and sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines / headaches"), blood disorder ("blood or heart disorder/condition type: illegible to reviewer,"), cardiac disorder ("blood or heart disorder/condition type: illegible to reviewer,"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain lower ("right lower abdominal pain"), toothache ("jaw/teeth pain"), back pain ("lower back pain"), abdominal distension ("bloating"), pain in jaw ("jaw/teeth pain"), menorrhagia ("menorrhagia") and bundle branch block right ("bundle branch block right") and was found to have blood testosterone decreased ("hormonal changes describe: testosterone low"), weight increased ("weight gain/loss specify which one: weight gain") and heart rate irregular ("irregular heartbeat"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, anxiety and back pain had resolved and the blood testosterone decreased, migraine, blood disorder, cardiac disorder, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, abdominal pain lower, toothache, abdominal distension, pain in jaw, menorrhagia, heart rate irregular and bundle branch block right outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, blood disorder, blood testosterone decreased, bundle branch block right, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heart rate irregular, menorrhagia, migraine, nausea, pain in jaw, pelvic pain, tooth disorder, toothache, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: unilateral occlusion; on (B)(6) 2012: bilateral tubal occlusion.. Lot number:880426, manufacturing date:2011/07, expiration date:2014/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\left side pain'), genital haemorrhage ('abnormal bleeding (general)\heavy bleeding') and vaginal haemorrhage ('spotting') in a 47-year-old female patient who had essure (batch no. 880426) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal on (B)(6) 2015, body mass index normal, clotting disorder, uterine bleeding, menorrhagia, smear site unspecified abnormal (and histology), left lower quadrant pain (rl abdominal pain alternates from left to right.) And palpitations. Concurrent conditions included uterine fibroids, ovarian cyst, uterine leiomyoma, lumbar pain, gastrooesophageal reflux disease, hypoacusis and kidney stone. Concomitant products included phenazopyridine hydrochloride (pyridium) and sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines / headaches"), blood disorder ("blood or heart disorder/condition type: illegible to reviewer,"), cardiac disorder ("blood or heart disorder/condition type: illegible to reviewer,"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain lower ("right lower abdominal pain"), toothache ("jaw/teeth pain"), back pain ("lower back pain"), abdominal distension ("bloating"), pain in jaw ("jaw/teeth pain"), menorrhagia ("menorrhagia") and bundle branch block right ("bundle branch block right") and was found to have blood testosterone decreased ("hormonal changes describe: testosterone low"), weight increased ("weight gain/loss specify which one: weight gain") and heart rate irregular ("irregular heartbeat"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, anxiety and back pain had resolved and the blood testosterone decreased, migraine, blood disorder, cardiac disorder, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, abdominal pain lower, toothache, abdominal distension, pain in jaw, menorrhagia, heart rate irregular and bundle branch block right outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, blood disorder, blood testosterone decreased, bundle branch block right, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heart rate irregular, menorrhagia, migraine, nausea, pain in jaw, pelvic pain, tooth disorder, toothache, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: unilateral occlusion; on (B)(6) 2012: bilateral tubal occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Lot no. Added . Event: menorrhagia, ,irregular heartbeat ,bundle branch block right were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\left side pain'), genital haemorrhage ('abnormal bleeding (general)\heavy bleeding') and vaginal haemorrhage ('spotting') in a (B)(6) year old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal on (B)(6) 2015, body mass index normal, clotting disorder, uterine bleeding, menorrhagia, smear site unspecified abnormal (and histology), left lower quadrant pain (rl abdominal pain alternates from left to right.) And palpitations. Concurrent conditions included uterine fibroids, ovarian cyst, uterine leiomyoma, lumbar pain, gastrooesophageal reflux disease, hypoacusis and kidney stone. Concomitant products included phenazopyridine hydrochloride (pyridium) and sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines / headaches"), blood disorder ("blood or heart disorder/condition type: illegible to reviewer,"), cardiac disorder ("blood or heart disorder/condition type: illegible to reviewer,"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain lower ("right lower abdominal pain"), toothache ("jaw/teeth pain"), back pain (" lower back pain"), abdominal distension ("bloating") and pain in jaw ("jaw/teeth pain") and was found to have blood testosterone decreased ("hormonal changes describe: testosterone low") and weight increased ("weight gain/loss specify which one: weight gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, anxiety and back pain had resolved and the blood testosterone decreased, migraine, blood disorder, cardiac disorder, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, abdominal pain lower, toothache, abdominal distension and pain in jaw outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, blood disorder, blood testosterone decreased, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, nausea, pain in jaw, pelvic pain, tooth disorder, toothache, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram on (B)(6) 2012: unilateral occlusion; on (B)(6) 2012: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2019: plaintiff fact sheet and mr received, new reporter, case become significant patient demographic information, concomitant medication , essure indication ,expiration date, concomitant medication and event injury replaced with hormonal changes describe: testosterone low, abnormal bleeding (general), psychological or psychiatric problems condition: anxiety, migraines / headaches, blood or heart disorder/condition type: illegible to reviewer, nausea, dental problems, tubal ligation, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain/loss specify which one: weight gain, cramping ,jaw/teeth pain, sever left side and lower back pain, spotting, bloating were added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.